Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had rewind anomaly. The customer¿s blood glucose was 140 mg/dl. Troubleshooting was not performed for prime rewind. The customer also stated that he was trying to change his infusion set and reservoir but could not get the rewind screen to come up. The insulin pump will not be returned for analysis.